Manufacturer narrative:
Report type (b1/h1): corrected to serious injury. Section b5: related MFR # 2916596-2023-03633. Section d1: brand name was corrected . Section d4: UDI and catalog number were corrected . Manufacturer¿s investigation conclusion: analysis of the submitted log files confirmed pump stops, low-speed events, and associated alarms, however, a specific cause could not be conclusively determined. Although a specific cause could not be conclusively determined, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log files contained events from 21mar2024 through 02apr2024, per the timestamps. Throughout the file, the file captured multiple transient pump stops and low-speed events on 23mar2024, 25mar2024, 26mar2024, 27mar2024, 29mar2024, 30mar2024, 31mar2024 and 01apr2024. The pump stops and low-speed events occurred while the patient was operating on both the power module and 14 volt (v) lithium-ion batteries. Based on previous complaint experience, the type of behavior captured within the submitted log file could be indicative of a potential driveline issue. No further related events were observed throughout the remainder of the file. The relevant sections of the device history records for (B)(6) and the drivelines, serial numbers 32514 and 11958 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii instructions for use (IFU) is currently available. Section 1, ¿introduction¿, contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 2, "system operations", describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. Section 7, "alarms and troubleshooting", outlines alarms and how to respond to them, including pump stops and low-speed events. Section 8, "equipment storage and care", describes "care of the driveline." The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a history of known short to shield [catsweb # (B)(4); (B)(6)] which progressed to phase to phase [(B)(6)]. The patient had a splice(B)(6) 2023, but the patient unfortunately continued to have pump off events within a week after the splice [(B)(4)]. The patient was readmitted for non-left ventricular assist device (lvad) related issues. During pump off events the patient became dizzy and fatigued but symptoms relieved once the pump turned back on. Log files were submitted for review and captured continued pump stops and low speed alarms on (B)(6) 2024. In addition, there were several no external power and low power alarms. Some of these occurred during the shorting events and others appeared to be the result of the patient disconnecting both system controller leads from power. There was also a single yellow wrench alarm on (B)(6) 2024 in response to a liquid-crystal display (lcd) fault event that self-corrected. There were no other unusual events recorded in the log file event history. The patient was stable at home.